Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported left side "deflation." Device has been explanted.

Event description:
Healthcare professional reported left side "deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified a flat crease, wear abrasion, irremovable black particles in fill channel, a broken shell with a striated edge, and around 0-25% of the shell is missing. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a broken shell with striated edge assessed as surgical damage, irremovable particles in the fill channel assessed as particle leakage, and a missing shell that is assessed as inconclusive additional, corrected, and/or changed data: d.1, d.4, d.10, g.1, h.3, h.6.